Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak from their apd luer lock connector during peritoneal dialysis therapy. It was not specified during which phase of therapy the leak began. It was further described that the leak occurred due to the apd luer lock connector disconnecting from the supply bag (baxter extraneal icodextrin). There were no alarms reported. The patient was given unspecified intraperitoneal (ip) prophylactic medication following the event. Additional information was requested but was unavailable.